Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge dialyzer line, a black foreign matter was observed inside the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: the actual device and two (2) sample pictures were provided for evaluation. During visual and microscope inspection of the actual sample, a small particle with contaminated black foreign body was identified within the arterial patient line, which corresponds to degraded resin. The reported condition was verified. The cause was manufacturing related. The pictures were visually inspected, and the reported condition was verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.